Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The delayed keypad response was confirmed through baxter's eval, as well as reproduced through further testing. This condition was determined to have been caused by a failed component on the processor printed circuit board (pcb). The processor pcb was replaced.

Event description:
During baxter's eval, a spectrum pump had a slow keypad response. There was no pt involvement.